Event description:
This unsolicited device case was received from united states on 11-mar-2015 from a consumer. This case involves a female patient (age not provided) who developed infection in knee, went to get out of bed and could not, had weight loss and knee pain still/still feeling pain (sub-therapeutic response) after receiving treatment with synvisc. No relevant medical history, past drugs or concurrent conditions was reported. Concomitant medication reported included heparin to avoid blood clots (given in stomach). On an unknown date (5 years ago), the patient initiated treatment with synvisc injection (route of administration, dosage regimen, batch/lot number and expiry date: unknown) in right knee for knee pain. It was reported that the patient was unhappy. On an unspecified date, the patient went to get out of bed and could not. The patient went to hospital, stayed for 2 days and was released from hospital but still had knee pain. The patient came home a few days later and ended up in hospital again. It was reported that x-rays were taken, fluid was taken out (knee effusion) and sent to laboratory, the patient was told that she had infection in knee. The patient was admitted to hospital again for 10 days. The patient's time in the hospital caused weight loss (now (B)(6) ). It was reported that synvisc was given almost 5 years ago and the patient was still feeling pain. Action taken: unknown. Corrective treatment: used walker for the event of went to get out of bed and could not; not reported for the rest of events. Outcome: unknown for all events. A pharmaceutical complaint (ptc) was initialized and conclusion was pending for the same. Seriousness criteria: hospitalization for the events of infection in knee and went to get out of bed. Pharmacovigilance comment: sanofi company comment dated 18-mar-2015: this initial case concerns a patient with knee pain, who was hospitalized due to joint infection and difficulty with movement after receiving synvisc. Since, the product and event start dates are unknown, therefore, it is difficult to establish temporal relationship. Further, due to lack of information regarding underlying concurrent medical conditions, relevant concomitant medications and clinical course of the event, the definitive etiology for the event could not be explained.